Event description:
The patient was undergoing an anterior cervical fusion, and when the surgeon was using the drill, the tip became too hot and the tip of the drill broke off inside the patient's cervical spine. The surgeon proceeded to remove the broken tip and verified with x-ray that no remaining part of the instrument stayed inside the patient. Manufacturer response for drills, burrs, trephines accessories (simple, powered), midas rex mr8 (per site reporter).